Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer reports that the air bubbles was on the top of reservoir and was not sure about the size of air bubbles. The customer was instructed to remain disconnected from the infusion set. The customer was advised to change set. The reservoir will not be returned for analysis